Manufacturer narrative:
This report is being filed on an international product, list number 07c18, that has a similar product distributed in the us, list number 01l82. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer stated that the following architect anti-hbs results were generated for a (B)(6)- year old female patient. The customer suspects the results to be falsely reactive. On (B)(6) 2020: anti-hbs 36.85 miu/ml reactive (plasma sample); october 27, 2020: anti-hbs 0.30, 0.76, 0.38, 0.65 miu/ml nonreactive (serum samples), 12.47, 34.77, and 35.16 miu/ml reactive (plasma sample retested). No adverse impact to patient management was reported.

Manufacturer narrative:
The complaint investigation for observed falsely elevated results included a search for similar complaints, and the review of the complaint text, trending data, labelling, and device history records. Return testing was not completed as returns were not available. In house testing of reagent lot 13069fn00 was completed. Trending review determined no adverse trend for the issue for the product. Device history record review of lot 13069fn00 did not show any non-conformances or deviations. Labelling and literature (1) were reviewed which adequately addresses the issue under review. In house testing of anti-hbs negative material which mimics patient samples was completed using retained samples of the complaint lot. All specifications were met indicating the lot is performing acceptably. Based on the investigation, no systemic issue or deficiency of the architect anti-hbs assay, lot number 13069fn00 was identified. (1) interferences in immunoassay, tate and ward (2004), clin biochem rev, vol 25, 105.